Manufacturer narrative:
The field service engineer (fse) discovered the wash valve rotor and motor had excessive play, resulting in sporadic delivery of wash buffer to the dispense probes. The fse replaced the wash valve motor and rebuilt the wash valve. This included replacing the wash valve rotor which was worn. A precision test, using both the low level and level 1 troponin quality control (qc), passed within the assay's stated precision claims. A routine system check and high sensitivity system check passed within instrument specifications. Assay qc was performed which passed within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The customer-supplied data also indicated one erroneous creatine kinase-mb (ck-mb) result for one of the patients. This medwatch report is related to MDR 2122870-2013-00691.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, primarily within the risk stratification, for multiple patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The erroneous results were released out of the laboratory and questioned by the physicians. One of the patients was held overnight in the hospital due to the elevated result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. Subsequent testing of the patients¿ samples, on an alternate access 2 system, produced lower results primarily within the normal reference range. The customer also noted level 1 quality control (qc) was elevated. Patient samples were collected in heparinized plasma tube with gel and centrifuged at 3,500 rpm (rotations per minute) for six minutes. The samples were analyzed from the primary tubes. No system errors were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This report references the patient that was held overnight in the hospital.